Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurate high as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2011 at 12:00am, the patient reported blood glucose results between "187mg/dl" with a lifescan meter and "132mg/dl" on another meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that he takes oral medication (unknown type and dosage) to manage his diabetes and at an unspecified date and time "took and extra pill" in response to the alleged product issue. At an unknown date and time, the patient claimed to have "passed out" and was given "orange juice to bring him back up." At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca also noted that the control solution test result came within the acceptable range. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms of a serious injury and received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.